Manufacturer narrative:
The device was not returned for evaluation. The patient reported that she thought the cannula had dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia and her hospital visit. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
Insulet csm (B)(6). Reported that she was contacted by a patient's certified pod trainer. The patient had been treated with IV fluids and released from the hospital. No further information was available at that time. In a follow up call, the patient reported that she was treated for hyperglycemia with IV fluids and insulin and released the same day. She had worn the pod for less than 24 hours. She stated that she felt the cannula inserted when the pod was activated but believes it dislodged. She did not have her history leading up to the event available, but stated she was feeling better.